Manufacturer narrative:
Gehc recommended to the hospital to replace the power controller board. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/12/17 phone call, 6/15/17 phone call, 6/19/17 phone call. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that, during a case, they had to disconnect the anesthesia machine from ac power and the unit did not switch to battery backup. There was no reported patient injury.